Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier for charge time limit reached. A capacitor maintenance was performed resulting in an extended charge time. Patient was asymptomatic. Device was explanted and replaced.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. Analysis of the device indentified an anomalous high voltage capacitor as the cause of the reported extended charge times.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.